Event description:
It was reported that the patient developed inflammation of the lymph nodes in 2014 (B)(6) and subsequently had a surgical removal of a lymph node in 2015 (B)(6). The patient¿s general surgeon was adamant that the inflammation was directly related to the implantable neurostimulator (ins). It was noted that the patient did not think the lymph nodes had anything to do with the ins. The patient had great coverage, excellent pain relief, and was using the device 24/7. No other information was known. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).